Event description:
It was reported that the implanted device alerted due to low atrial intrinsic amplitude. The atrial lead trend showed frequent intermittent low atrial amplitudes (0.3 mv - 0.5 mv) and the presenting electrogram showed an isolated ectopic beat with likely farfield r-wave oversensing. It was noted that the patient had been recently seen in clinic within the past week. The atrial lead remains in service and no adverse patient effects were reported.